Event description:
The customer reported a system message displayed during surgery. The system was rebooted during the case but the system message did not clear. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The footswitch cable was replaced. The system was then tested and met all product specifications. The footswitch cable has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).